Event description:
The distributor reported on behalf of their customer that during a patient procedure their light handle cover detached and fell. No report of injury.

Manufacturer narrative:
Based on the description of the reported event, the likely cause of the reported detachment would be attributed to incorrect or incomplete installation of the cover by user facility personnel. The recommended instructions for installation of the lb53 light handle cover product is documented within the applicable steris surgical lighting system's operator manual. The relevant operator manual is provided with every steris surgical lighting system sold. Steris requested that the distributor discuss proper installation of the light handle cover with their customer. No additional issues have been reported.